Event description:
It was reported that the balloon ruptured in the artery after inflation at a pressure lower than the rated burt pressure (rbp). The balloon carrier catheter was also reported to be separated at the distal part of the catheter and the distal part of the balloon was lost in the artery. A stent was deployed in order to block the lost part of the balloon.